Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The monarch product history records were reviewed and documentation indicates the product met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that two cartridge tips from the same lot cracked on the same day. The cracking took place as a lens was being advanced down the cartridge during insertion. There was no patient harm. Additional information was requested.

Manufacturer narrative:
An opened carton for cartridge was returned. Only one opened cartridge was returned inside a sealed, folded biohazard bag. There appears to be a few flecks of solution residue dried in and on the cartridge. The tip has stress lines and an aneurysm just past the parting line on the left side. The tip is not cracked or split. The cartridge does not show evidence of being placed into a handpiece. The observed stress lines may have been interpreted as the complaint of "tips are cracking x2". It is unknown if this sample was additional or if this cartridge was one of the reported two tips cracking. The opened cartridge was cleaned for further evaluation. Dye stain testing was conducted with acceptable results. Two additional unopened cartridges from the same lot number were returned inside the carton. These samples were opened and assessed. There was no damage observed to these cartridge samples. A sample of the unopened cartridges was functionally tested per the dfu using a qualified handpiece, a qualified lens model and ovd. The cartridge was filled with viscoelastic per the dfu. The lens was loaded and biased down. The lens was advanced making sure the plunger was in the correct position in contact with the trailing optic edge. No lens or cartridge damage was observed after the lens delivery. The functionally tested cartridge was cleaned for further evaluation. Dye stain testing was conducted with acceptable results. The customer indicated the use of a handpiece and viscoelastic, which are qualified for this cartridge when used with a qualified lens. The lens models used with the reported complaint cartridges are unknown. Without the lens model it cannot be determined if qualified lens/cartridge combinations were used. The root cause of the complaint may be related to a failure to follow the dfu. Inadequate viscoelastic was observed and no evidence of handpiece use. Only one opened sample was returned with two unopened samples. The returned sample did not exhibit cracked tip damage. The opened sample has stress lines and an aneurysm with only flecks of solution observed. The observed tip stress lines and aneurysm may have been interpreted as the reported complaint. The stress lines and small aneurysm observed are an expected occurrence with a lens delivery and do not denote a product deficiency. However, it can be more pronounced if there is an inadequate amount of viscoelastic between the lens and the cartridge lumen or if the lens is not positioned correctly. In addition, if the handpiece plunger is not positioned at the trailing optic edge it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. The manufacturer internal reference number is: (B)(4).